Event description:
Caller reported a malfunction on pump, identified as malfunction code 12, but no notable events occurred before malfunction. There was no adverse impact to customer's blood glucose level. Customer service provided information to reset pump and assisted caller in doing so. Malfunction did not recur, and customer was instructed to continue using pump and call back if issue arises again. Customer acknowledged instructions.